Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This report is provided to update the device evaluation found in our original medwatch form. The testing of the insulin pump was completed on (B)(6) 2015. The insulin pump passed the delivery volume accuracy test.

Event description:
Customer stated that her insulin pump delivered insulin without her intervention. She stated that she changed the infusion set, went to sleep, and woke up to find her reservoir was empty. Blood glucose level was 38 mg/dl, and she was treating by drinking juice and eating. Customer was experiencing sweating and an accelerated heartbeat. Customer also stated that she noticed a space between the reservoir and the piston, but that all other parts of the insulin pump appeared normal. Customer was able to raise her blood glucose level to 124 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.